Manufacturer narrative:
Follow-up #1: date of submission 05/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump's black box showed no evidence of voltage fluctuations that might had led to the pump getting warm. The battery compartment and cap were undamaged and able to fit securely. The ¿ez-prime¿ steps were performed correctly. All of the pump's current draws were within specifications. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a temperature issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.